Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had water ingress after a week of drying and the picture fails after one minute. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the objective lens had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the scope cover packing, water tightness was lost and due to corrosion on the plug unit, a noisy image occurred. In addition to the foreign material on the objective lens, the additional evaluation findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, switch #1 had a dent, the scope connector case unit had a stain, the scope connector cover unit was sticky, due to the adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to the wear of the angle wire, bending angle in the "left" direction did not meet standard value, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.